Event description:
The info provided to sjm indicated the valve was explanted and replaced with a 29 mm sjm maters series mechanical valve due to mitral valve stenosis with mitral insufficiency. A tricuspid annuloplasty with a ring from another MFR was also performed. The pt was reported to be in stable condition postoperatively.